Event description:
It was reported that during insertion, when passing through the double j catheter, the guidewire disassembled, preventing the passage of the catheter. It was noted that the core wire was broken, and the sleeve was detached. The procedure was completed with another device, and no patient complications were reported.

Manufacturer narrative:
Block h6: imdrf device code a0401 and a0501 captures the reportable event of core wire broken and sleeve detached.